Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two sores on their back under the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported having the wound clinic look at the skin irritation. It is unclear if the patient was prescribed any medication for the skin irritation. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved after applying an ointment.